Event description:
Boston scientific received information that this right atrial lead displayed an increase in pacing impedance from 571 ohms to 744 ohms. The lead also displayed loss of capture, a decrease in intrinsic amplitude from 3.7 mv to 0.9 mv and muscle stimulation. The pt was to be seen for a chest x-ray. Follow up from the local boston scientific field representative indicated that the pt has not yet had a chest x-ray. Should additional information become available, this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.